Manufacturer narrative:
(B)(4). The following information was received from the local baxter affiliate on (B)(6) 2012. The patient was re-trained on aseptic technique. No further information was provided by the reporter.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of patient made mistake/break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient had a break in aseptic technique which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj) heparin (ip, dose not reported), inj fortum (1gm, ip) and inj. Reflin (1gm, route not reported), frequencies not reported. Outcome for the event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.